Event description:
This rv lead was implanted on (B)(6) 2011 and the pace/sense portion was capped on (B)(6)2018. A procedure form received on (B)(6) 2018 stating that patient was feeling stimulation the pacing from this rv lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).